Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted during an ICD upgrade due to a lead fracture. The associated lead was damaged during that procedure, so it was also removed.